Manufacturer narrative:
The complaint was confirmed. One unpacked ar-12990n was received for investigation. The needle was received broken inside the ar-12990 serial/batch number (B)(6). Functional testing with a new part ar-1990n batch 11127125 found resistance when the needle was attempted to pass through the instrument shaft; the cannulated shaft of the instrument is obstructed presumably because a piece of the needle in inside the instrument. Visual evaluation; signs of wear and tear were noted. The most likely cause for the reported failure is a user error. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy the needle broke and got stuck inside the device. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 28-nov-2023: it was confirmed that no broken parts remained inside the patient. Update avoe 01-dec-2023: it was confirmed that the customer used the recommended ar-12990n with the reported scorpion.